Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that when received new product ref lc310 in the english description on the package the length was 27, 5 um, but in the (B)(4) description on the package the length was 26, 7 um.

Manufacturer narrative:
(B)(4). Per photographic evaluation: the 3 photos shows a portion of the carton showing the product code of the carton box, which is for a lc310 ligaclip device. This photo show also a label which is not applied within the ethicon manufacturing process. However, no conclusion could be reached as to the cause of the reported incident as the tyvek lot is not visible in the photos, the tyvek lot would provide additional information for further investigation. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.